Event description:
It was reported that the patient had cardiac arrest and a competitor device failed to successfully treat. Upon interrogation, a lead impedance warning related to possible hv circuit damage was observed. During explant, an insulation anomaly was observed. The lead was explanted. The patient was recuperating reasonably.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.